Manufacturer narrative:
Thermal electric unit, peltier (teu). An onsite visit was performed by personal to evaluate the device and it was determined the thermal electric unit (teu) was damaged causing an uneven temperature gradient across the surface. This 'hot-spot' may have caused the reported patient burn and this device has been taken out of service. This was caused by user damage to the surface of the teu causing a crack in the ceramic surface. User was instructed to use liquid crystal thermal sheet to detect uneven temperature during routine calibration verification or anytime surface is suspect. This information can be found in the device manual.

Event description:
During testing at hospital, of a patient that is a female, who dr. Reported as in good health and part of an ongoing outpatient testing program at the clinic was burned using the case IV device during the heat as pain test. He confirmed that she participated in case IV tests in 2008. And reported the burn one week later, from what dr. Said, the burn on her left hand is 3/4 cm x 1/2 cm in a rectangular shape and has scabbed over. An onsite visit was performed by personal to evaluate the device and it was determined the thermal electric unit (teu) was damaged causing an uneven temperature gradient across the surface. This 'hot-spot' may have caused the reported patient burn and this device has been taken out of service.